Event description:
It was reported that the patient presented to the clinic for follow up. Upon interrogation of the pulse generator device, the physician observed an error message indicating a possible emerging right ventricular (rv) lead fracture. The error message observed noted possible hv (high voltage) lead damage. The patient was scheduled for a lead replacement on (B)(6) 2025. The patient was reported to be in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).